Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into the subject instrument for functional testing. The reload was cycled without hesitation or binding/was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit/reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a gastric bypass, there was problem unloading the device. The handle locked on tissue for a moment but the surgeon was able to open the jaws. No reinforcement material was used. A new handle and reload were used to resolve the issue. No patient adverse events were reported. Current patient status is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.